Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump alarmed motor error. The blood glucose reading was 20mg/dl, and she treated with dextrose IV, juice, crackers, and more juice. Troubleshooting was performed, and no damage to the drive support cap noted. Days later, the customer called back and reported being hospitalized with low blood glucose of 36mg/dl. The customer stated that she had a broken arm and went to have a CT scan and an MRI, and the pump malfunctioned. The customer also mentioned that the tubing got caught in the seatbelt. No further information was provided.